Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that patient the patient¿s surge of stimulation occurred on (B)(6) 2019. It was noted that data found in the summary analysis indicated that the patient¿s stimulation had been turned off at 3:12pm on (B)(6) 2019. Ten recharging sessions were also reviewed. There was no evidence of the ins having been overcharged at any point. No further complications were reported or anticipated.

Event description:
It was reported the stimulation intensity would get really high and then it would lock up on the patient, so they could not adjust stimulation. Patient stated when this happened, the controller would sometimes said ¿it was not activated¿ and the controller would be stuck there, and they would need to remove the battery for it to work. Patient mentioned they were unable to move when it was too high, and they were worried that they would be unable to move when this occurred. Patient noted it was difficult to remove the battery at times, it happened again this week, so patient wanted the controller replaced. It was noted it was occurring intermittent, it happened 3 times since they got it. A replacement controller would be sent, controller locked up, it happened 3 times, she was getting really weird battery reading for ins, it showed 120%. Additional note mentioned the controller would show crazy messages like the battery reading 160% since they got it. No further complication and no symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: additional review indicated code c63088 is no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the problem was resolved during the patient¿s last reprogramming appointment. The rep reported that it was partially user error changing programs from group a to group b that a high intensity value which increased while the patient was laying down, group b intensity adjusted, adaptive stimulation initiated and the patient was fully educated on the use of her system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient was adjusting the ins and raised the amplitude high than normal. The rep reported that the patient went from standing to lying down and after 5 minutes she had a major surge through her whole body and face. The rep reported that the patient¿s son was trying to turn off the device but couldn't. The rep noted that the son was instructed to reset the patient controller. Once reset, they were able to press the white button on the controller and turn the therapy off. The rep also reported that the patient was reported that the implant battery was showing 120% last week. The rep reported that on the day prior to the report, before the surge, the patient saw a warning of failure in red that told her to contact the manufacturer. The rep reported that he had checked impedances and everything looked fine. Additional information was received from the rep on 2019-04-01. The rep reported that the patient had been told to not use her device until hearing from the manufacturer providing feedback from the data report. The rep also reported that the patient had a software error and it was cleared with reset to allow the patient to turn the therapy off. No further complications were reported.